Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge authorized field service engineer (fse) evaluated the iabp unit and checked the service manual. The fse disassembled the iabp and performed tests with datasette iab and datasette dss from another iabp that was at the site, and the iabp started and functioned in normal conditions. The iabp requires datasette iab and datasette dss to be replaced. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check, performed by the customer; when entering into the error logs in service mode, the cs300 intra-aortic balloon pump (iabp) showed the following faults: electrical test fails code # 39 and electrical test fails code # 35. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), g4, g7, h2, h6, h10. The getinge authorized distributor's field service engineer (fse) that evaluated the iabp unit and was able to reproduce the reported issue, reported that the datasette dss and the datasette iab were replaced and the issue was corrected. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, performed by the customer; when entering into the error logs in service mode, the cs300 intra-aortic balloon pump (iabp) showed the following faults: electrical test fails code # 39 and electrical test fails code # 35. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, performed by the customer; when entering into the error logs in service mode, the cs300 intra-aortic balloon pump (iabp) showed the following faults: electrical test fails code # 39 and electrical test fails code # 35. There was no patient involvement, and no adverse event reported.